Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The concerned needle shows a bent needle with fracture in the area one-third of the distance from the attachment end. During visual inspection several heavy marks from the needle holder were found in this area, direct on the breakpoint and through the needle point area which indicate that the needle was handled there. The breakpoint shows no material or manufacturing defects. The reshaping of the concerned needle indicates that the material was overstressed during use (first bent up and then breakage). Reshaping needles may caused them to lose strength and be less resistent to bending and breaking. Grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013 and suture was used. When closing the abdominal wall, the needle broke. A x-ray was done to locate the needle fragment. The needle fragment was visualized. The surgeon reopened the wound and removed the fragment. Additional information has been requested.